Manufacturer narrative:
(B)(4) is duplicate of (B)(4), which was submitted on 01june2023 with received mdn no.: 0812acaf-0031-11ee-980f-000031d32fee@hpp. Please kindly refer to (B)(4) for full investigation details.

Event description:
It was reported to philips that the device failed to deliver shock during operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.